Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked casing at a display window corner, and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that plastic pieces of the reservoir compartment were breaking. The patient's blood glucose at the time of incident was 137 mg/dl. During troubleshooting the customer mentioned that the reservoir compartment damage was due to wear and tear. The insulin pump was returned for analysis.